Event description:
Hosp became aware that pt's pacemaker failed two weeks postoperatively. Pt was evaluated at another hosp and transferred within that health care system. Pt's relative contacted implanting hosp to inform of expantation at the other facility.